Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The pt 801 and 802 has recorded faults and failed calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.